Manufacturer narrative:
The field service engineer (fse) confirmed the leak from the below the pump module of the analyzer due to cut I-beam tubing at pv27 (diff lyse supply). The fse replaced the tubing resolving the leak and the reported no diffs that were being obtained on qc samples. (B)(4).

Event description:
The customer reported that approximately 1ml or more of fluid had leaked from the right compartment of the coulter lh 500 hematology analyzer while running qc; the leak was not contained within the instrument. The customer also reported that they obtained no differential results on qc samples. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.